Event description:
The surgeon reported that during a procedure the sleeve holding the screw fell into the wound several times.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.